Event description:
Upon the reboot of the subject programmer, the message stating about can not access to manager core was displayed. It was not possible to use the programmer: the keys were inactive, the hibernation could not be launched immediately via the orange key (1 to 2 minutes of waiting before hibernation). Preliminary analysis revealed that the reported issue was due to a file corruption most probably resulting from power loss during hibernation. The subject programmer will be repaired.

Event description:
Upon the reboot of the subject programmer, the message stating about can not access to manager core was displayed. It was not possible to use the programmer: the keys were inactive, the hibernation could not be launched immediately via the orange key (1 to 2 minutes of waiting before hibernation). Preliminary analysis revealed that the reported issue was due to a file corruption most probably resulting from power loss during hibernation. The subject programmer will be repaired.